Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. Unique device identifier (UDI): (01)UDI #(B)(6) the lightsource was returned for evaluation: the returned 00mlx light source was in used condition with an outdated power supply, leading to blown fuses and a shorted power supply. The reported complaint was confirmed. Review of the current risk documentation indicates the following foreseeable sequence of events could potentially lead to the reported failure; inadequate design, improper use of the device, and/or device not manufactured to specification. No manufacturing, workmanship, or material deficiency has been identified.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress, and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the 00mlx mlx 300w xenon lightsource headlight lamp & power supply went out during an unspecified procedure. Fuse was replaced but it blew twice. There was no known patient injury or surgery delay.